Event description:
Discordant troponin ultra (tni ul) results were obtained on an advia centaur xp instrument for two patients. The initial results were not reported to the physician(s). The same samples were retested on the same instrument. The retested results were sent to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant tni ul results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and instrument data. The fse determined that the cause of the discordant troponin ultra (tni ul) results was unknown. The fse determined that qc and calibrations were out on multiple methods. The fse replaced the sample syringe and tubing from the transducer to the dilutor and performed a total service call. The instrument is performing within specifications. Further evaluation of the device is not required.